Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed an infection. The ipp was explanted, and at a later date, a new ipp was implanted. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders presented wear at the folds at the proximal end of the body. The cylinders also had holes in the proximal ends, consistent with sharp instrument damage, resulting in fluid leaks. One of the cylinders had broken fabric threads from the sharp instrument damage. The kink resistant tubing (krt) from both cylinders and the pump was worn to the filament. The pump failed the activation testing that was performed. A risk review was performed and confirmed that infection is known adverse event with this device. Based on the information available, infection is a known risk with the device and the issues identified could affect product functionality.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed an infection. The ipp was explanted, and at a later date, a new ipp was implanted. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.